Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 91 mg/dl. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, but no numbers on the screen were noted. The customer stated that she could see insulin at the reservoir connection and that it was possible it may have leaked out. Advised the customer, if there was a leak, to change the reservoir and infusion set. She stated that she was a little overwhelmed and would call back if a leak was confirmed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.